Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the right ventricular lead integrity alert triggered. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing. The lead was suspected to be fractured and it was replaced. It was also reported that the device triggered the lead integrity alert, and the device was suspected of non-capture while pacing below the lower rate. The device is still in use. No further patient complications have been reported as a result of this event.